Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion and no anomalies were found. The device was returned and analyzed. The analysis of the device memory was performed and no anomalies were found. No anomalies were found on the save to disk. Concomitant product: 5076 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient felt dizziness possibly due to a pacing problem with their implantable pulse generator (ipg). The patient's right ventricular (rv) lead had high and unstable thresholds. Additionally, the lead showed no capture despite programming higher thresholds. Furthermore, the right atrial (ra) lead had missed p-waves. The device was reprogrammed and later explanted and replaced. The rv lead was replaced and the ra lead remains in use. The patient will be monitored. No further patient complications have been reported as a result of this event.